Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had an out of specification display, a contaminated battery drawer, and a damaged ring and bail covers. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.